Event description:
The customer reported that the unit appeared to be leaking cidex from beneath the basin when it was running a cycle. The customer reported that they were getting an error message for "reservoir tank empty." The customer stated that there were no injuries related to the leaking solution. The asp field service engineer (fse) went to the facility to repair the unit.

Manufacturer narrative:
(B)(4) capital equipment, unit evaluated at the facility. The fse calibrated the compressor output pressures, checked for fluid flow, checked the drain hoses, cleaned and inspected valves, checked for leaks at the main manifold, the valve connections. He completed the empty basin cycle test. The system was operating according to manufacturer's specifications.